Manufacturer narrative:
A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative found that an out-of-box error occurred on the x-ray relay for the imaging system. The x-ray relay was reported to have intermittent functionality. To resolve the reported issue, the representative replaced the x-ray relay and replaced the stand alone board as a precaution. The imaging system then passed the system checkout and was found to be fully functional. The suspect relay has not been received by the manufacturer for evaluation.

Manufacturer narrative:
The second suspect relay was returned to the manufacturer for evaluation. Testing found that the board failed bench testing as the fans would not power on.

Manufacturer narrative:
The hardware investigation of the returned standalone x-relay board found that the reported event was related to an electrical issue. No heat compound was found on the board. The board passed bench test , 15 vdc present at tp 7, 113 vac present at tp 24 and 380v into board. Fans and leds all functioned as expected. The varistor tested good, but the relay failed bench test. A short was found between 1 and 2. Two fuses were returned, both fuses were open. The reported event was confirmed.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative found that the fuses for the standalone board were open and the 500vdc relay was not switching. The representative reported that they replaced the fuses and relay. The imaging system then passed the system checkout and was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation. The suspect relay has not been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that, while performing a planned maintenance (pm), the x-ray relay required replacement in the imaging system. No additional information was provided. There was no patient present when this issue was identified.